Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-05484), was submitted on 10-apr-2025. However, based on the desciption of event, it was found that the tubing of the infusion set was kinked prior to use. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where tubing at kinks. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.